Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that cardiosave hybrid type b plug (iabp) is giving autofill failure alarm. No harm reported.